Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and was unable to reproduce the error in the problem area of the pipettor assembly. The instrument was inspected, tested without further problem, and returned to service.